Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, an unknown drug, and morphine (concentrations and doses unknown) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. On (B)(6) 2015, the patient experienced all the symptoms of over medication. The patient's healthcare provider (hcp) was on vacation for three weeks and no one in the office could assist him. It was noted the company representative (rep) that was in the office yesterday was "clueless with what I was trying to express". The patient wanted the pump lowered and was not asking for a new prescription. The patient had followed up with the hcps office, but they were not helping. The patient had called other hcps in the area and they would not see him because he was not their patient. The patient had all of the drug information, but his "head was in a fog" and he could not get up to get it. On (B)(6) 2015, it was further reported by a hcp via a company rep the patient's daily dose was increased. The type of drugs in the pump were listed as: intrathecal baclofen 240 mcg/ml (dose 30.8 mcg/day), bupivacaine 15.5 mg/ml (dose 1.989 mg/day), and morphine 18.7 mg/ml (dose 2.4 mg/day). The patient did not remember the exact date it was changed. The patient felt sick, with symptoms of nausea and diaphoresis. The hcp was out of the office for three weeks so the patient went to the emergency room (ER) where a company rep was called to meet the hcp and the patient to change his dosage to his original dosage. The patient's daily dosage was changed to what it was previously when the patient reported feeling well with successful therapy before it was increased. The patient was kept overnight for observation. The issue was resolved at the time of this report. The patient's status at the time of this report was "aive- no injury." Surgical intervention did not occur and was not planned. Additional information was received from a consumer requesting hcp listings. The patient was on the manufacturer website but "everyone doesn't do it." The patient had "two strike outs was there a need to continue"? It was reviewed to follow up with other names on the listings.